Event description:
Patient reported an event of infection of the port site and that the port has flipped. The patient was prescribed strong antibiotics and told if it did not clear up right away the doctor may have to replace the port and leave the band. Redness and tenderness went away during a 2 week cycle of antibiotics but once antibiotics were done it came back and is "doubley bad." Also her port can be seen and felt under her skin and looks "like an alien under the skin."